Manufacturer narrative:
Investigation: neither photo or sample was provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. A possible root cause could not be determined at this time.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system indwelling needle was found broken and leaking before use while opening it up and venting it. The following information was provided by the initial reporter, translated from chinese to english: "while opening new indwelling needle, it was found that the needle body was broken and leaking when venting, and the indwelling needle was exchanged for puncturing"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system indwelling needle was found broken and leaking before use while opening it up and venting it. The following information was provided by the initial reporter, translated from (B)(6) to english: "while opening new indwelling needle, it was found that the needle body was broken and leaking when venting, and the indwelling needle was exchanged for puncturing".